Event description:
It was reported that during a thermal ablation procedure, the pressure dropped quickly during the first few minutes. The start button was pressed after stabilizing at 160mm/hg with 25cc of fluid. Almost immediately, the pressure decreased to 100mm/hg and the treatment was manually stopped. When the fluid was extracted it was noticed that about 10cc was missing. A second catheter was used in which the pressure gradually decreased to a final pressure of 72mm/hg at the end of the 8 minute therapy cycle. It was noticed that fluid was leaking from umbilical cable connection and 10-15cc of fluid was missing from balloon. The second therapy was considered successful and the estimated extended surgery time was about one hour to an hour and a half. The patient was under general anesthesia.